Event description:
The customer was hospitalized with high blood sugars. The troubleshooting conducted indicated that the device was working properly. Customer was out of town and did not want to do the other tests because they were short on insulin.